Event description:
During surgery, the light source flickered leading to a mistake during surgery. The blood vessel next to a nerve was cut. There was secondary trauma to the blood vessel in the patient's wound. The blood vessel was sutured intraoperatively. The doctor used another microscope to finish the surgery. No further information is available.